Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out this right ventricular (rv) lead was surgically abandoned as it exhibited high pacing thresholds and falling impedance. This lead was successfully replaced. No additional adverse patient effects were reported.